Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation of the pulse generator it was noted that several episodes of mode switching occurred which were appropriately triggered due to atrial fibrillation; this arrhythmia appeared to have been triggered by a competitive atrial pace after a retrograde p-wave. The patient was not in arrhythmia at the time of device interrogation. The device was reprogrammed. The patient was asymptomatic both before and post device reprogramming. The patient would continue to be monitored.